Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump memory error occurred during an update. The pump went into stopped pump mode and programmer gave the error code of 08:08:f8:f8 i.e. The changes programmed prior to update did not go through and the pump went into stopped pump mode. Device troubleshooting was done and the issue was resolved and the pump was reprogrammed with the settings and updates successfully.